Event description:
It was reported patient had slow heartrate in 20 - 40s while at home. He subsequently lost consciousness and vital signs. ECG strips during resuscitation showed no visible ventricular pacing output spikes and no intrinsic cardiac rhythm documented. Patient died that same day. Coroner reported patient had multiple medical problems and died suddenly from undetermined cause. Diagnostic data from device showed no arrhythmia detection or interventions. "An abrupt rise in the rv pacing lead is noted to have occurred on the day of death (time unavailable)." Follow up with health care professional reported patient "had underlying issues." Patient had medical history severe cardiomyopathy with low ejection fraction. Further reported device tested okay when patient discharged from hospital (B)(6) 2009 after implant. Patient had been seen by cardiologist (B)(6) 2009 and was doing okay. No allegation from a health care professional that the death was device related.

Manufacturer narrative:
Correction made to alert date. Additional information: information identified in the manufacturer's data base indicated the patient died approximately one month post implant of the leads approximately. Four years ago. Evaluation summary: (B)(4): the device was returned and analyzed and met expected longevity. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breach cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breach cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related.